Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-3: if other provide code -explain: corrected from "device not returned" to "device discarded" h-6: device codes: corrected from "electrical issue 1198" to "failure to deliver energy 1211."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working, and had to replace with another vh-4000 to complete case. No noted patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working, and had to replace with another vh-4000 to complete case. No noted patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working, and had to replace with another vh-4000 to complete case. No noted patient effects.